Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device by the design house in (B)(6). The reported system fault 74 and self-test failure were both confirmed through review of the device logs, however, the system fault 74 could not be replicated during in-house testing. The investigation determined that the device failure to complete its internal self-test was due to a defective expiratory flow sensor. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
The device was returned to the resmed technical services in (B)(4) and a preliminary evaluation was performed. The evaluation confirmed the customer reported learn circuit issue. During the evaluation, it was also discovered that the device had a 'software task' error recorded in the downloaded error logs. The device is currently being returned to the manufacturing facility located in sydney australia for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).